Manufacturer narrative:
The system were removed due to a patient condition which does not reflect the performance of the device. Testing of the returned products wil not be conducted. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this system was explanted secondary to a patient infection.